Event description:
It was reported that the cadd-legacy pump displayed an error code. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. Upon visual exam the screen was noted to be scratched. The event history log revealed two error codes 1872 and 1871. Activation of the motor was performed leading to error 1872 causing the motor to lock and error code 1871 appeared. Based on the evidence, the circuit board and motor were cause of the complaint. However, the root cause is unknown.

Manufacturer narrative:
One smiths medical cadd-legacy pump was returned for analysis in good condition. Upon visual exam the screen was noted to be scratched. The event history log revealed two error codes 1872 and 1871. Activation of the motor was performed leading to error 1872 causing the motor to lock and error code 1871 appeared. Based on the evidence, the circuit board and motor were the cause of the complaint. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found, corrected data: g7: follow-up number.